Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer's blood glucose level was 583 mg/dl. A manual correction injection was administered to address elevated bg. Additionally, it was reported that the pump touch screen was cracked and unresponsive. The customer reverted to an alternate method of insulin therapy.